Event description:
On (B)(6) 2014, it was reported that a gore excluder aaa endoprosthesis featuring c3 delivery system was explanted due to device migration (amount unknown). Further information was requested.

Manufacturer narrative:
Further information was requested but not available. With information provided gore is unable to determine the cause of the device migration. According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration and surgical conversion.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted.